Event description:
A (B)(6) male pt contacted zoll customer support to report battery problems. Upon review of the pts download, several battery charger faults were found. The pt was issued a replacement battery pack and charge/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery was unable to recharge or power up a test monitor. In addition, the bottom plate of the battery was unglued. The cause for the battery failure was isolated to a damaged p4 controller. The connector bar to the p4 pad was broken. The root cause for the damage could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. Device evaluation of charger/modem sn 58001150 has been completed. The reported problem (battery charger faults) was confirmed. Upon evaluation, the q1 transistor was shorted and there was contamination on the battery board. The cause of the charger faults is the lack of change in current. The cause of the lack of change in current. The cause of the lack of change in current is the shorted transistor. The cause of the shorted transistor is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective battery or charger. The pt received a replacement battery pack and charger/modem. Device manufacture date: battery pack: 01/2011. Charger/modem: 09/2009.